Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the bilateral pulmonary arteries using an indigo system flash aspiration catheter (flash catheter), a non-penumbra catheter, guidewires, and sheaths. During the procedure, a sheath (8fr) was inserted into the right groin. The catheter was inserted over a guidewire to the main pulmonary arterial trunk. Pressure measurements were performed. The catheter was then advanced into the right main pulmonary artery. A guidewire was inserted, and the sheath was upsized to a 17fr. The flash catheter was advanced to the target location. Several passes were completed. A completion angiogram showed complete thrombus removal. An angiogram was then performed in the left main pulmonary artery. The flash catheter was advanced to the target location. While completing a pass with the flash catheter, the patient developed hemoptysis. Protamine 75mg IV was given, and the patient¿s head was elevated. Oral suctioning was performed to remove the blood. Oxygen was delivered via a non-rebreather mask, and the patient was given an albuterol nebulizer treatment. The bleeding was self-limited. The physician then continued the procedure. An angiogram of the left main pulmonary artery showed no bleeding. Pressure measurements were performed. The procedure was completed. The 17fr sheath was removed, and hemostasis was achieved by sutures and manual pressure. Post-procedure, the patient's vital signs returned to baseline, and the patient was transported to his room for recovery. Hemoptysis was determined by the independent medical reviewer (imr) to be a serious adverse event with a possible relationship to the indigo aspiration system (flash catheter) and a probable relationship to the index procedure. The event is considered resolved.